Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been receiving no delivery alarms. Customer reported that she recently had a blood glucose level over 500 mg/dl, but did not receive a no delivery alarm. The customer also reported receiving a motor error alarm. The customer also stated that she had been receiving low blood glucose levels of 48 mg/dl and 58 mg/dl. The customer stated that she had been treating with manual injections. Blood glucose level at the time of the incident was 38 mg/dl, which was being treated with food. The insulin pump was not replaced or returned for analysis.